Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous repairs. The customer issue was confirmed by checking the alarm history and it is verified that the error. The main cause of the issue was the worn-out clutch parts. The device was repaired by replacing the left and right clutch, and clutch spring. The device then passed all tests after the repairs.

Event description:
It was reported that the device had a clutch plunger error malfunction. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.